Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the cause that led to the extended procedure? The stapler did not fire correctly. Each time it was activated, the stapler would not fire staples but it would cut, creating a larger hole. No patient consequences were reported, what is the current patient status? No complications. The analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: what was the cause that led to the extended procedure? No patient consequences were reported, what is the current patient status?

Event description:
It was reported that during a laparoscopic appendectomy procedure, fired stapler once over bowel tissue, noticed the staple line was open. Reload was inserted and stapler fired a second time over the same area of tissue. Staple line still completely open. Staples were straight, not folded as they should be. Then used a pse45a echelon which fired correctly and made a clean staple line. Delay of operation was one to one and a half hours.